Event description:
It was reported that a homechoice device experienced a system error 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line). This event occurred during dwell one of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that they cycled the power many times. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.